Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by a philips remote service engineer (rse), which included interviewing the customer and assisting with troubleshooting the unit. The customer indicated the monitor's ECG waveform displayed beat annotations/classifications such as n,v, and s, along with status indicators including "unknown rhythms" or "sv rhythms", although the patient's heart rate was correct. The rse reviewed ECG rhythm-troubleshooting steps and instructed the customer to modify the lead placement closer to the heart; however, the monitor's algorithm continued to analyze the ECG waveform incorrectly. The customer also shared an image of the patient's rhythm strip for review. It was determined that the customer's concern related to the monitor algorithm being unable to analyze atrial flutter rhythms. The rse explained that the philips arrhythmia monitoring st/ar algorithm application note states : "since most atrial flutters have regular r-r intervals, they cannot be detected by the afib algorithm." (Document no. 453564830481 rev. A.00.00, instructions for use, page 184, chapter atrial fibrillation alarm). Based on the information available in the case and provided, the customer's alleged malfunction cannot be confirmed. The unit operated as design and is not designed to detect aflutter. The alleged malfunction was not confirmed. If additional information is received, the complaint file wille be reopened for further investigation.

Event description:
The customer reported the monitor was not interpreting the patient's ECG wave form morphology correctly. The device was in use on a patient at the time of the event, there was no adverse event reported.